Manufacturer narrative:
Age at time of event: 60's. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel perforation occurred and the patient died. Vascular access was obtained via the left femoral artery. The target lesion was located in an occluded, non-calcified, 7 mm in diameter right common iliac artery. A 6.0 x 40 mm mustang balloon catheter was advanced for pre-dilatation but failed to cross the lesion. A 4.0 x 40 mm sterling balloon catheter was then advanced and completed pre-dilatation. Subsequently, an 8.0 mm × 100 mm non-bsc stent was implanted from the lesion to the internal iliac artery bifurcation. A 4.0 x 40 mm sterling balloon catheter was then advanced for post-dilatation. However, when dilatation was about to be performed, the blood vessel perforated and the patient's condition suddenly changed. Treatment was performed but the patient was unable to recover and died.